Manufacturer narrative:
Concomitant medical products: product ID: 8598a, product type: catheter; product ID: 8596sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 27-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that the patient experienced a spinal headache. A blood patch was performed and the issue resolved. Additional information was received from the healthcare provider via a clinical study indicated important patient information.